Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery life has been exceeded' message earlier than expected. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Please disregard the previously submitted medwatch for this complaint. The field service representative (fsr) provided that the serial number of the heart lung machine (hlm) base was (B)(6). Based on a service history review of this hlm, it was installed in jan 2020, making the replacement due date for the batteries jan 2022. The message was reported in jan 2022 which means that the message appeared when expected and there is no malfunction in the intended performance of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.